Event description:
Discordant, falsely elevated cyclosporine a (csa) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, without change. The sample was then repeated twice on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated csa results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Quality controls were within range at the time of discordant results. The cause of the discordant, falsely elevated csa results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.